Manufacturer narrative:
The lot history records related to the subject device referenced in this complaint record were reviewed for potential contributing factors for the failure mode(s) described in this event. A review of the device quality records showed that the device(s) demonstrated compliance to established procedures and specifications at the time of manufacture.

Event description:
An ovation ix abdominal stent graft system was implanted to treat an abdominal aortic aneurysm. It was noted that the patient was outside the indications for use due to a short neck; however, the physician elected to treat the patient the patient by placing the stent graft higher than recommended. The final angiogram showed the presence of a type ia endoleak that could not be resolved following ballooning. Upon an attempt to place a non-elgx balloon expandable stent, the aortic body stent graft was displaced distal ~4mm upon deployment of the stent, and the type ia endoleak remained. Bilateral renal stents were placed (renal snorkel), followed by the placement of an aortic cuff (gore) which did not resolve the leak. The endoleak was confirmed the following day via ultrasound evidenced by contrast entering the sac. A secondary intervention is planned at a later date to snorkel the sma and place an additional cuff to resolve the leak. As of the date of this report, there have been no additional patient sequelae reported and the patient will continue to be monitored.

Manufacturer narrative:
The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned as the device remains implanted therefore no evaluation was completed. At the completion of the clinical assessment, clinical was able to find substantial evidence to support the following events of a type 1a endoleak and the non-endologix stents at the bilateral renal artery. This event is mostly user and anatomy related due to the off label neck anatomy 90° (IFU states -infrarenal aortic angle should be <then60°). No additional investigation of this reported event is planned however if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed. Corrections: b5: describe event or problem has been updated. G1,2: contact office- name has been updated. H6: device code: remove code 1354. H6: result code: remove code 3233. H6: conclusion code: remove code 11, 22.

Event description:
An ovation ix abdominal stent graft system was implanted to treat an abdominal aortic aneurysm. It was noted that the patient was outside the indications for use due to a short neck; however, the physician elected to treat the patient the patient by placing the stent graft higher than recommended. The final angiogram showed the presence of a type ia endoleak that could not be resolved following ballooning. Upon an attempt to place a non-elgx balloon expandable stent, the aortic body stent graft was displaced distal ~4mm upon deployment of the stent, and the type ia endoleak remained. Bilateral renal stents were placed (renal snorkel), followed by the placement of an aortic cuff (gore) which did not resolve the leak. The endoleak was confirmed the following day via ultrasound evidenced by contrast entering the sac. A secondary intervention is planned at a later date to snorkel the sma and place an additional cuff to resolve the leak. As of the date of this report, there have been no additional patient sequelae reported and the patient will continue to be monitored. Additional information: subsequent to the initial report, additional information was received, reporting that re-intervention was performed on an unknown date. Snorkeling was done with a non-endologix device (gore) and the type ia endoleak was sealed.